Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing, capture and telemetry anomalies. It was noted that the device failed without warning.